Manufacturer narrative:
(B)(4). The evaluation and repair was completed by non-medtronic service provider. Service provider replaced the battery and the ventilator was put back in service. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the battery on an 840 ventilator was unable to hold charge. The ventilator was not in use on a patient at the time the event occurred.